Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that the guidewire was kinked/buckled, there was blood on the guidewire, and visual summary analysis of the lead indicated stretching and damage at implant. The analyst noted that the lead was returned with a competitor guidewire stuck in lead lumen. The guidewire was kinked and coating was coming off, causing partial obstruction. The competitor wire was able to be removed. Using an alternate guidewire the test passed, despite the partial blockage from the coating. Slight resistance was felt. Blood was visible in the distal conductor. (B)(4).

Event description:
It was reported that during implant of the left ventricular (lv) lead the physician complained that upon initial entry of the wire into the lead it felt like it was not going in smoothly; there was a "scratchy" sensation as the wire went down the lead lumen. The guidewire got stuck in the lead and it could not be removed. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.